Event description:
While turning an infant being treated with the infant flow ncpap system, the nasal generator came off the nose, causing one eyelid to be scratched. The eye was unharmed and no medical treatment was required.